Manufacturer narrative:
Initial reporter's state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was opened during an ureteroscopy procedure in the urinary tract performed on (B)(6) 2022. During preparation, it was reported that when the percuflex ureteral stent was unpacked, it was found damaged. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event.